Event description:
It was reported that a patient underwent a total vaginal hysterectomy and pelvic floor repair procedure during 2006. Following that, the patient had right sided pain which seemed to be located at the site of the right inferior lateral strap of the pelvic floor repair device. The surgeon injected the site with a mixture of kenalog and marcaine without relief. The surgeon then later confirmed the site of the trigger point and re-injected the patient with the same solution, this time providing relief. The patient later developed right buttock pain and another surgeon injected this site with the same mixture with relief. Finally, the patient developed a sticking sensation on the right buttock. Exam revealed swelling and tenderness in the right perianal region. CT scan found a right perianal abscess. The patient went to the operating room where colonoscopy and rectal exam found no evidence of fistula or tape exposure in the rectum. The abscess was incised and drained and the right arm of the posterior pelvic floor repair device was found to be traveling through the site of the abscess.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.